Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that there was crack in plastic casing near the screen. The customer stated that rewind takes louder and requires multiple rewinds per reservoir change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. No charge/battery lasts less than expected anomaly noted. Device received with cracked battery tube threads and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.